Event description:
It was reported that noise from electromagnetic interference from alternating current was observed. The patient had been working on computer wiring when this occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.